Event description:
The generator was explanted and returned. No malfunction was suspected or identified. During product analysis, end of battery life was confirmed. During testing, transistor q10 was found to exhibit a slightly out-of-limit (higher) leakage current at the test (simulated body) chamber temperature. Is expected to have only a minimal effect for potentially contributing to the end of battery life condition.